Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump up arrow button does not function. Customer's blood glucose was 450 mg/dl at the time of incident and 400 mg/dl at the time of the call. Troubleshooting found that the up button stopped working after a battery change and before this incident, the pump previously alarmed low battery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. Customer indicated that they have a repalcement pump in their possession.